Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The pd patient reported that they were receiving unknown alarms and felt discomfort. The iipv event was confirmed while reviewing the patient¿s treatment records. The patient discontinued treatment during an unknown phase. A review of the patient¿s treatment records identified that the patient drained 7625ml during drain 1 of the treatment. This drain volume is 382% the patient's fill volume of 1997ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd).the patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was confirmed to have been returned to the manufacturer.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection performed on the cycler showed a discolored heater tray. There were no visual indications of dried fluid within the cycler and no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were intermittent problems when operating the touch screen. The touch screen was calibrated in diagnostics. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, load cell verification, and go/no go gauge check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested postive for glucose. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.